Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information available, the cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for en0500 and with the reported procedure date on (B)(6) 2021, was conducted by an isi failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No images or video clips were provided for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced pneumothorax (a collapsed lung). It is unknown if the patient required medical intervention due to the pneumothorax. Additionally, the cause and severity of the pneumothorax are unknown.